Event description:
Profound and permanent neurological injuries [nervous system disorder]. Profound and permanent injuries [injury]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Case description: an attorney reported that his client, an adult female age (B)(6), used fixodent denture adhesive , version unk cream and super poligrip cream beginning 1992, when she became denture dependent, through 2009 and reported the following: profound and permanent neurological injuries, profound and permanent injuries that have left her unable to perform her normal, customary and daily activities, and excess zinc and copper depletion (B)(6) 2009. Treatment: consumer is in need of constant (unspecified) care and assistance. The case outcome was not recovered/not resolved. Past medical history. Included: medical history denture wearer since 1992. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation. PMA/510(k) # 945200.